Event description:
Same case as: 2134265-2009-00961. It was reported in an article published in 'radiology: volume 249: number 3 - december 2008', that post a coronary drug eluting stenting treatment procedure, a stent fracture and occlusion occurred. The patient had two 2.75x32mm taxus express2 drug eluting stents implanted overlapping in the right coronary artery (rca), implant dates are unk. During a retrospective study, the two stents were found to be fractured and occluded. It is unk what, if any, intervention was done.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.